Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva ii system within 10 minutes: hi (>600 mg/dl) mg/dl and 173 mg/dl. Customer also reportedly received the following results on the aviva ii system within 10 minutes: 534 mg/dl mg/dl and 204 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.